Event description:
It was reported that the pacemaker was 'non-functioning'. The device was explanted, and no patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Due to the age of the device, a manufacture date has not been determined as of this date. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Due to the age of the device, a manufacture date has not been determined as of this date. Evaluation summary: battery - battery depletion-normal evaluation summary.